Event description:
It was reported that the patient expired. The cause of death was not reported. The physician stated that the event was not attributed to the device. The medications being delivered via the device system were dilaudid and clonidine. No other information was provided.

Manufacturer narrative:
(B) (4). Final device analysis of the pump revealed no anomaly found - normal device function.